Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. During the lead revision procedure, the patient was found to have superior vena cava occlusion and therefore, the procedure was abandoned. The patient was in stable condition post procedure. The physician would continue to monitor the lead noise.